Event description:
It was reported that during a hemorrhoid procedure, after firing the device, the surgeon found some of the staples were not formed completely; some of the staples were dropped from the device. So the surgeon changed to hand sewing and finished the procedure. There was no pt consequence.